Event description:
It was reported to philips that the flat detector controller (fdc) failed to connect to the ip-pc. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that there was no communication between the image processing (ip)-pc and the flat detector controller (fdc). The fse found that the motherboard network connections were defective in the ip-pc. The fse replaced the malfunctioning ip-pc. The returned part has been analyzed and showed that a memory check failed. After the replacement of the ip-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.